Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired from the very beginning of the procedure at 81 joules. Per the customer, the procedure was finished with bipolar turp.